Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal and mid left anterior descending artery. A 2.75 x 32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was noted to be lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.